Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, the user reported a hyperglycemic event that occurred at approximately 7:54 am central time. The user reported a blood glucose (bg) reading of 350 mg/dl and a sensor glucose (sg) reading of 102 mg/dl at the time of the event. The user self-treated the elevated bg by administering insulin and did not seek medical care. At the time of the interaction, the user reported feeling fine.